Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged black particle on water reservoir. Device has strange odor. Thermal issue. Nasal/throat irritation or soreness. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles, nasal/throat irritation or soreness there was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found black plastic pieces in the bottom of the blower box. The device's downloaded event log was reviewed by the manufacturer and found the following errors e-53, e-130, e-200 the manufacturer concludes evidence of sound abatement foam degradation or breakdown.